Event description:
It was reported that the iol was stuck between the tip of the injector and the plunger during implantation of the iol into the patient's eye. The iol was fully inserted and the haptic broken so the iol was removed. There was delay in procedure, unplanned incision enlargement and unplanned sutures performed. The patient was temporarily impaired. There was no other intervention performed. No further information was provided.

Manufacturer narrative:
The complaint reporter provided additional information after the initial MDR was submitted. The following fields have been updated. Section b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). Other serious (important medical events). Section b5 describe event or problem: it was reported that the iol was stuck between the tip of the injector and the plunger during implantation of the iol into the patient's eye. The iol was fully inserted and the haptic broken so the iol was removed. There was delay in procedure, unplanned incision enlargement and unplanned sutures performed. The patient was temporarily impaired. There was no other intervention performed. No further information was provided. Section h6 adverse event problem: health effect - impact code. 4627 - device explantation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic broke and was stuck between the tip of the injector and the plunger during implantation of the intraocular lens (iol) into the patient's eye. The iol was partially inserted and was removed in the same procedure. There was delay in procedure, incision enlargement and sutures performed. The patient was temporarily impaired. There was other intervention performed. No further information was provided.

Manufacturer narrative:
Additional information. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section e1:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.